Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. The rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed bilateral tight-banding/fibrosis with numbness in axilla, arms and left hand 2.8 months post miradry treatment.